Manufacturer narrative:
The pacemaker was returned for analysis. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific received information that this pacemaker reached elective replacement indicator (eri) on (B)(6) 2018. It was reported the patient was syncopal afterwards. The field representative inquired if there was an event, could the pacemaker store anything. Boston scientific technical services (ts) explained that electrogram storage is deactivated at eri. The device was subsequently explanted for normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.